Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial#: (B)(4), product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an x-ray taken of their back and the patient was told there was some twisting of the wire found so their managing healthcare provider arranged for the rep to come and ¿work on it¿. However, the patient stated that the rep did not have a picture of where the kink in the wires were and the rep tried to reprogram, but they did not have success. The rep told the patient that they would come to see them again at their next appointment to try reprogramming it. The patient stated that they now had a copy of the x-ray image to show the rep and they were planning to call them to let them know the time/date of their appointment. No further complications were reported/anticipated.